Manufacturer narrative:
Pleural effusion is a known, anticipated side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema ((B)(6)). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the (B)(6) study (ide clinical study used to support PMA p180002's approval), 7.0% of the zephyr valve subjects and 0% of the control subjects experienced pleural effusion during the treatment period (less than or equal to 45 days). The zephyr ebv system IFU specifically references pleural effusion as a known side effect of this procedure. The reported event aligns with the experience observed in the (B)(6) clinical study and is an expected side effect of the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.

Event description:
Patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves placed on (B)(6) 2020. The patient had mild pleural effusion which started on (B)(6) 2020. The patient was hospitalized on (B)(6) 2020 and received an additional bronchoscopy on (B)(6) 2020. The pleural effusion was treated with puncture based on sonography and resolved on (B)(6) 2020. The patient was discharged from the hospital on (B)(6) 2020.